Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the failure was isolated ot a depleted tri-cell (0.012v). The root cause of the defective tri-cell was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was receiving battery faults.